Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: vanguard dcm tibial bearing cat#: 183888, lot#: 205660, biomet modular tibial locking bar cat#: 141205, lot#: 516560, biomet offset tibial tray cat#: 141483, lot#: 482440, vanguard ssk femoral component cat#: 183304, lot#: 220670, biomet splined knee stem v2 cat#: 148321, lot#: 661140, biomet splined knee stem v2 cat#: 148308, lot#: 978960 , vanguard series-a standard patella cat#: 184764, lot#: 986750, biomet offset tibial tray adaptor cat#: 141491, lot#: 221940, vanguard femoral distal augment cat#: 184204, lot#: 747090, biomet modular tibial augmentation block cat#: 141763, lot#: 222670, biomet modular tibial augmentation block cat#: 141763, lot#: 222670. The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11375, 0001825034 - 2017 - 11376, 0001825034 - 2017 - 11377, 0001825034 - 2017 - 11378, 0001825034 - 2017 - 11379, 0001825034 - 2017 - 11380, 0001825034 - 2017 - 11381, 0001825034 - 2017 - 11382, 0001825034 - 2017 - 11383, 0001825034 - 2017 - 11384, 0001825034 - 2017 - 11385, 0001825034 - 2017 - 11386. : product location is unknown.

Event description:
It was reported that the patient was revised two months after knee procedure due to unknown reasons.